Manufacturer narrative:
Prior to ge healthcare checkout of the equipment, the hospital replaced the flow sensors. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The reported complaint could not be duplicated. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/17/16 phone call, 10/18/16 phone call, 10/19/16 phone call.

Event description:
The hospital reported that, during a case, the clinician reported that pressure ventilation modes were not available. Volume ventilation mode remained functional. There was no reported patient injury.